Event description:
The customer's mother reported that the customer was hospitalized with high blood glucose levels but could not recall the date or any details.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.